Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified low blood glucose level due to the pump settings being incorrect for the customer's body type. The customer declined to provide any further information or troubleshooting.